Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the index procedure on (B)(6) 2015 was to treat a lesion in the obtuse marginal. The patient presented experiencing a myocardial infarction. Pre-dilatation was performed with 4 different balloon catheters prior to stenting. A 2.5 x 28 mm xience alpine stent was deployed in the patient in the 1st obtuse marginal. Timi flow was checked after the procedure. On (B)(6) 2015 the patient was rehospitalized for angina and thrombosis was observed on angiography in the 1st obtuse marginal. On (B)(6) 2015 a 2.25 x 23 mm xience alpine stent was deployed for treatment of the thrombosis. On (B)(6) 2015 the patient was rehospitalized again for angina and a new stenosis was observed in the left anterior descending (lad) artery which was treated with 2 xience alpine stents in the proximal lad, 2 xience alpine stents in the mid lad and 2 xience alpine stents in the 1st diagonal. The patient did well after all 3 re-admissions with no complications and was discharged home. No additional information was provided.